Event description:
In 2008, the patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. In 2009, a computed tomography angiography was performed on the patient and the physician noticed that the graft appeared irregular and suspected infection or inflammation. The physician also reported that the distal end of the trunk appeared invaginated. The patient tolerated the procedure and is doing fine. A reintervention is planned but not yet scheduled.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications, and the review of the sterilization records for the device verified that this lot met all pre-release and quality control testing requirements.